Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been carried out, and damaged air detector, unseated upstream occlusion seal found. Air detector and uso seal will be replaced. The probable cause of the reported issue is unknown.

Event description:
It was confirmed during inspection of a returned device that damaged air detector, unseated upstream occlusion seal. The reported failure occurred during non-clinical conditions. The air detector is a critical safety component, and its failure could result in undetected air in the fluid path, while compromised seal integrity may allow fluid ingress affecting device performance. These conditions represent device malfunctions that could lead to serious injury, including air embolism or interruption of therapy, upon recurrence.